Event description:
--

Event description:
Boston scientific received information that during a routine follow-up check, loss of capture and sensing along with impedance measurements greater than 2000 ohms were observed for the left ventricular (lv) lead, a fracture is suspected. The lead was subsequently explanted six days later and a new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis, however no return has been received to date. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned. Visual analysis confirmed the field allegation of a fracture. The conductor coils were fractured at 242 mm from the terminal pin, which is consistant with the suture tie sleeve tie down site.